Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the right atrial lead dislodged multiple times during implant. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.